Event description:
Hematoma resulting in surgical intervention.

Manufacturer narrative:
Surgical intervention required for hematoma. Device was not explanted.

Event description:
Hematoma resulting in surgical intervention

Manufacturer narrative:
Surgical intervention required for hematoma. Device was not explanted..

Manufacturer narrative:
Surgical intervention required for hematoma. Device was not explanted.

Event description:
Hematoma resulting in surgical intervention.

Manufacturer narrative:
Surgical intervention required for hematoma. Device was not explanted.

Event description:
Hematoma resulting in surgical intervention